Manufacturer narrative:
Unable to power on pump, verify serial number, or perform displacement test due to broken battery tube threads. Insulin pump also received with cracked case behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was broken at the back. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.